Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty assembling the tubing with a steel 6 mm contact/detach infusion set and completing a cartridge change, which delayed resumption of insulin delivery and led to high blood glucose. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin delivery with subsequent resumption after successful supply change. Investigation included troubleshooting assistance and user education via phone support and instructional videos. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the event consistent with user handling challenges during first-time use of the contact/detach set. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to cause unclear for hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.